Manufacturer narrative:
Our evaluation of this incident is not yet complete. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported no video output due to a hall uva-2 video splitter video extender failure. Welch allyn replaced the video extender and the system is working without any issue. Welch allyn field service assisted the customer, examination of the signal extender identified a damaged port. There was no report of any patient harm as a result of the reported event. The customer did not provide any patient information.

Manufacturer narrative:
Welch allyn field service troubleshooting confirmed the customer allegation of video transmitter not working. Welch allyn field service determined that the likely cause of the transmitter not working was due to a faulty port in the splitter/transmitter. The splitter/transmitter was replaced and the system functioned as intended. The splitter was not returned for evaluation. No further investigation will be conducted.